Event description:
It was reported by service report that the bed would not go all the way down. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Issue was resolved for the customer by the service tech reconnected the wire that was pulled out of the skoocher limit switch connector.